Manufacturer narrative:
(B)(4). Additional information provided: was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what do you mean by "the needle popped off on five different occasions"? Sales rep stated this was one procedure with multiple needle pop offs. Did this issue occurred in one single procedure? Or this occurred in multiples procedures? Please clarify. Sales rep stated this was one procedure with multiple needle pop offs. What is the lot number? Unknown. Device return follow up: device available for return. Shipper kit requested. Note: related events reported on mw# 2210968-2022-10143, mw# 2210968-2022-10144, mw# 2210968-2022-10145, mw# 2210968-2022-10147. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 ¿g/m all others. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent atotal knee replacement procedure on (B)(6) 2022 and barbed suture was used. During use, while in a total knee replacement and using suture, the needle popped off. There were no adverse consequences for the patient. One device will be returned. Additional information has been requested.